Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater head of an iw932aek cosycot infant warmer had cracks. It was further reported that a part of the plastic had fallen off and was found on the bassinet mattress. This was observed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The warmer head assembly has only recently been returned to fisher & paykel healthcare (fph) (B)(4) and is currently being investigated. It was initially investigated by fisher & paykel healthcare (fph) (B)(4). Photographs of the affected warmer head were forwarded to fph (B)(4). From the event description and photographs, this appears to be a known problem of incompatible cleaning solutions reacting with the plastic of the warmer head casing and causing it to crack over time. Fph infant warmer cleaning instructions have always identified chemicals to avoid such as hydrocarbons, ammonia, amines and aqueous alkaline solutions. As part of continuous improvement, we have since revised our infant warmer cleaning instructions recommending specific proprietary cleaning wipes. We will provide a follow-up report completion of our investigation.